Event description:
Battery life was reported to last only 12 hours on a full charge, causing inconvenience as the pump could not be taken to work due to the need for constant recharging. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.